Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. The patient underwent a surgical procedure on (B)(6) 2011 and mpathy medical devices minitape o urethral sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, recurrence, dyspareunia, vaginal scarring and other non specified outcomes. It was reported that the mesh was trimmed on (B)(6) 2011 due to recurrence of pelvic organ prolapse. The patient underwent coloplast mini tape urethral sling and mpathy medical restoelle a implantations on (B)(6) 2011 due to stress urinary incontinence. It was reported that the patient experienced pain and adhesion. The patient underwent mesh repair on (B)(6) 2011 and mesh removal on (B)(6) 2012. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01407. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01407. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007. It was reported that the patient underwent a cholecystectomy in 2009. It was reported that the patient underwent a diagnostic laparoscopy and laparoscopic lysis of adhesions on (B)(6) 2011. It was reported that the patient underwent a diagnostic laparoscopy, laparoscopic lysis of adhesions, laparoscopic removal of foreign body, suture, and portion of mesh on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced chronic pelvic and abdominal pain, pelvic adhesions, urethral hypermobility, cystocele, rectocele, and enterocele.

Event description:
It was reported that following insertion, the patient experienced chronic pelvic and abdominal pain, pelvic adhesions, urethral hypermobility, cystocele, rectocele, and enterocele.

Manufacturer narrative:
It was reported by an attorney that the patient underwent lysis of adhesions, autologous fascia sacrocolpopexy, partial vaginectomy and mesh removal on (B)(6) 2013 due to stool and urinary incontinence and pelvic pain. It was also reported that the patient underwent urethrolysis, bladder suspension and removal of mesh on the left adductor fossa on (B)(6) 2014 due to pain. (B)(4).